Manufacturer narrative:
On april 12, 2024, mentor received additional information about the patient's experience. It was reported that the patient had pain, displacement of the implant, and contour deformity. The patient had free gel throughout the pocket. The patient replaced her breast prosthesis with a new mentor silicone gel breast prosthesis. The device date of explantation has been updated to (B)(6) 2023. In the patient's operative report, it was reported that the patient had flaccidity with minor loss of volume. The patient's race has been updated to white. The patient's ethnicity has been updated to hispanic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 01, 2023, mentor received additional information regarding the patient's diagnosis and clarification on the device implantation date. It was reported that the breast prosthesis was discovered to be completely ruptured. Section h6-medical device problem code has been updated to reflect this additional information. The date of device implantation was updated to (B)(6) 2018 in section d6a. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4) on january 19, 2023, mentor received information regarding the device date of explantation. It was reported that the patient was to undergo device explantation on (B)(6) 2023. Section b2., d6b. And h6-health effect - impact code was updated to reflect this information.

Event description:
It was reported that a 34-year-old female patient underwent a primary breast augmentation with 450cc mentor memorygel breast implant and experienced capsular contracture (baker grade 4) on the left side post-operatively, which was diagnosed during an office visit. It was reported that the patient has been in pain and her breast is asymmetrical. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. If new information becomes available, mentor will submit a supplemental report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Implantation date: (B)(6) 2018. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).